Event description:
It was reported that during a revision the surgeon noticed abnormal discoloration on the neck of the hip stem and inside of the femoral head. Femoral head was exchanged for a new one.

Event description:
It was reported revision surgery of the femoral head due to discoloration.